Event description:
Caller reported a continuous glucose monitor error and sought assistance. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and the caller successfully restarted the sensor session, resolving the issue without further complications.